Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was around 400 mg/dl at the time of incident. It was unknown that the customer was using auto mode feature or not. Customer declined trouble shooting for hyperglycemia. The insulin pump will not be returned for analysis.